Event description:
It was reported the patient was not able to adjust stimulation. The patient reports display showing "call your doctor" icon. The patient reports a por (power on reset) condition which started the day of call. It was reported that the interstim programmer was not working, it was giving a code of por.

Event description:
Additional information received reported the patient do not have concerns with their device or therapy. The patient received assistance from their healthcare provider or manufacturer representative and their concerns were resolved. It was noted that the patient appointment was scheduled for (B)(6) 2014.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v979686, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).